Event description:
Ten mm ligaclip used the clips would not close completely when deployed, and another stapler with same lot # was used with the same problem.what was the original intended procedure?laparoscopic chlecystectomy.